Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the associated stent and delivery wire were detached in the luer hub of the microcatheter. The associated enterprise was removed from the microcatheter, and a functional test was attempted. A flushing was attempted; however, high resistance was met. A lab sample guidewire was advanced through the luer hub of the microcatheter, and the guidewire got stuck at 101 cm. A dissection was made and the inner lumen of the microcatheter was found occluded with blood residues. A second dissection was made at 145.3 cm, and blood was occluding the distal end of the microcatheter. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed, and no internal actions were related to the reported complaint condition were identified. The customer complaint is confirmed based on the obstruction of the microcatheter. Although no physical material within the device was reported, the blood residues suggest that the saline flush was insufficient since, according to risk documentation, an insufficient flushing is a potential failure mode that can result in a compromised performance of the therapeutic device. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, the physician attempted to advance a 4.5x28mm enterprise vascular reconstruction device (product code: enc452812, lot number: 9872897) through a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31667097). Resistance was encountered when the device reached the middle section of the microcatheter, and the stent could no longer be advanced. The physician attempted to manipulate the system but was unable to progress the device past the obstruction. As a result, both the stent and the microcatheter were removed from the patient. New devices were introduced, and the procedure was completed without further issues. There was no patient injury reported. Additional event information received on 13-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise system. There was flushing during the procedure. The device was not torqued. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1: initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.